Event description:
Customer reported receiving both higher and lower readings from his/her adc freestyle libre sensor than readings received on a competitor¿s meter. He/she further reported that on (B)(6) 2019 he/she received the following comparisons: sensor: 320 mg/dl vs meter: 182 mg/dl, sensor: 210 mg/dl vs meter: 120 mg/dl, sensor: 60 mg/dl vs meter: 120 mg/dl and sensor: 53 mg/dl vs meter: 133 mg/dl. Customer noted he/she did not feel any symptoms but went to a healthcare provider. Customer ¿did dextrose¿ and was told it was a ¿false hypo¿. It is unknown if the customer self-treated with the dextrose or if it was provided by a hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving both higher and lower readings from his/her adc freestyle libre sensor than readings received on a competitor¿s meter. He/she further reported that on (B)(6) 2019 he/she received the following comparisons: sensor: 320 mg/dl vs meter: 182 mg/dl, sensor: 210 mg/dl vs meter: 120 mg/dl, sensor: 60 mg/dl vs meter: 120 mg/dl and sensor: 53 mg/dl vs meter: 133 mg/dl. Customer noted he/she did not feel any symptoms but went to a healthcare provider. Customer ¿did dextrose¿ and was told it was a ¿ (B)(6) hypo¿. It is unknown if the customer self-treated with the dextrose or if it was provided by a hcp. There was no report of death or permanent injury associated with this event.